Event description:
Pt received a triple coronary artery bypass graft and aortic valve replacement with no intraoperative complications. Upon arrival in cicu hemorrhage was visible through the chest tube accompanied by a percipitous drop in blood pressure. The pt was reopened and massive hemorrhaging and cardiac tamponade observed. Surgical clips were missing from two branches of the rt coronary artery. The pt expired after 30 minutes of open cardiac resuscitation.